Manufacturer narrative:
The device was replaced. Device evaluation summary: visual inspection showed the dilator hub taper was installed into the hemostasis cap. The hemostasis cap inner diameter (ID) and the dilator outer diameter (od) were measured using a keyence scope. The hemostasis cap ID was measured to be 0.280 inches, the specification, has the ID as 0.259 +/- 0.005 inches. The dilator od was measured to be 0.273 inches, the specification has the od as 0.272 + 0.002 / - 0.004 inches. The reason for return was confirmed. Correction a3b (gender): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an eopa arterial cannula, the customer reported that the stylet was able to be pushed forward further than intended by the cannula. The customer did not feel the device was safe to use. The use of the device was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.